Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that on the second puncture, the surgeon hit and made a puncture on the gastric wall. The procedure was then converted to an open and was completed without difficulty.